Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the charger was resetting and there was liquid contamination on the battery board. The cause of the resets was likely due to flash memory components u102 and u105 (or ram components u100 and u101) on computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. The root cause of the liquid contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the charger was resetting.